Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during insufflation on a laparoscopic cholecystectomy, the device had seal damaged. At the loss of insuff lation, the surgeon reverted to the incumbent tower and incumbent trocar. It was also reported that the stop cock was not placed in the correct direction. Another device was used to complete the case. There was no patient injury.